Event description:
Related manufacturing reference number: (B)(4). It was reported via the food and drug association (FDA) medwatch program, that the patient had two leads in their pacemaker system that had high capture thresholds. Both leads were explanted. Further information was not provided.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: (B)(4).